Event description:
It was reported that the customer experienced a low blood glucose (bg) level, but they did not provide the actual bg level. The low bg cause was not known. The customer was unaware of the low bg event and was involved in a car accident. The police found the customer unconscious and unresponsive in their apartment. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.